Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow up, inappropriate mode switch episodes and far field r-wave oversensing were noted. Technical support was contacted and reprogramming has not yet been performed. The patient was in stable condition.